Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using over reinforced staple line during a laparoscopic lobectomy procedure, the device had fired on the first reload and then misfired. It was noted that the surgeon was able to squeeze the handle followed by a clicking sound and then no movement in the handle. To resolve the issue, a new handle and reload was used. There was also no air leak. There was no patient injury.